Event description:
It was a reported failure on the occlusion detector. The incident occurred during the initiation of obstetric epidural treatment, impossibility to start the analgesia because the pump is blocked on message k7 not inserted despite several manipulations and change of tubing. Immediate action: multiple manipulations to try to unlock the pump and change the pump. Patient consequences: pain with delay in analgesia. There was patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed. The reported issue was unable to be duplicated. The cause of the reported issue was not determined as no issue was identified through testing.